Event description:
It was reported that after performing pre-dilatation in a de novo lesion in the moderately tortuous mid right coronary artery, while unpacking a 3.0x28 xience v rx stent delivery system, it was noted that the xience proximal shaft was separated at the junction support area. The xience was not used in the patient. Another 3.0x28 xience v rx was deployed successfully. There was not a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.